Manufacturer narrative:
Concomitant medical products: addrl1 ipg implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncopal episodes,dizziness and nausea. It was also reported that the right atrial (ra) lead exhibited high thresholds. The ra lead remains in use. No further patient complications have been reported as a result of this event.